Event description:
Boston scientific received information that this right atrial (ra) lead was damaged. The damage was repaired. Subsequently, the ra lead and device were explanted due to oversensing which took down biventricular pacing resulting in inadequate therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced due to oversensing. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned in two segments. Both segments were confirmed to be electrically continuous. Visual inspection revealed outer insulation abrasion which abraded through to the outer conductor coils. The abrasion was most likely due to lead-on-lead contact. As a result, the clinical observation was confirmed.